Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead, the criteria for the rv integrity alert were met, the impedance on the rv was beyond the expected upper range, oversensing due to non-physiologic signals/ short interval counts (sic), and unexpected delivery of a ventricular tachyarrythmia therapy. Analyst commented, 1437 ventricular sic since last session 4.9 days ago. Seventeen episodes with v-v intervals greater than 220 milliseconds 21 to (B)(6) 2016; 24 episodes with v-v intervals greater than 220 milliseconds 3 to (B)(6) 2015. Five inappropriate shocks delivered on (B)(6) 2015 due to non-physiologic oversensing. Lead failure predictor triggered on (B)(6) 2016 for ventricular sic and non sustained tachycardia episodes. Rv pace impedance steady at approximately 570 ohms through (B)(6) 2016, rises out of range by (B)(6) 2016. (B)(4).

Event description:
It was reported that during use the right ventricular (rv) lead exhibited increased impedance, oversensing and as a result approximately five inappropriate shocks/therapy were administered. The pace/sense portion of the rv was de-activated, a new pace/sense lead was implanted, and the defibrillator portion of the lead remained in use. Subsequently, the lead was capped. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.